Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
Sales rep reported a left should revision surgery of patient due to loose keel glenoid. Surgeon replaced implant with an integra glenoid, competitors device. It was further indicated that this was a revision of primary surgery. Both the removed keel glenoid and head were stryker products. Surgeon replaced glenoid with competitor product and replaced head with stryker product.